Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 8atm, 10atm and 10atm accordingly within 1 minute each. However, at third inflation, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was good post procedure.